Event description:
Skin wound opened up about 4 cm, secondary wound healing. Patient (B)(6).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 012/5/2014.